Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement (B)(4). (B)(4) has also been reported. The following sections are being reported. B5: it was reported that the unknown zimmer healing abutment would not seat onto the implant. A coping impression was placed instead. D1: unknown zimmer healing abutment. D8: correction: no. E1: dr. Modarres. G4: 18 mar 2019. G7: follow up. H1: malfunction. H2: correction and additional information. H6: device code: correction-1158, method, results, conclusion code. The reported device was not returned for investigation. The reported condition of an abutment that would not seat could not be confirmed. A device history record (DHR) review was not performed as the reported device item and lot number are unknown. A complaint history review was not performed as the reported device item and lot number are unknown. A definitive root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant. An impression coping was placed instead.

Manufacturer narrative:
Zimmer biomet complaint number is (B)(4). Device not returned to manufacturer.

Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant. A coping impression was placed instead.